Event description:
Blood was noted on the floor below the dialyzer. The blood appeared to be coming from above the dialyzer header on the venous side. The blood line was securelnaattached. No pt injury was reported.